Event description:
During an anterior cruciate ligament reconstruction it was reported that the t1 anchor was successfully deployed and implanted. The t2 anchor did not deploy when the gray handle was pushed forward. The implants were then removed and back up products utilized. Additional information received indicated there was no damage noted to the device or packaging. The trigger was able to be advanced normally. There was no reported unexpected anatomical or procedural issues encountered. The approach was performed ipsilaterally repairing the posterior medial meniscus. The surgeon was confident that no debris remained in the patient.

Manufacturer narrative:
A fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned. No suture or t¿s were returned. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling. It was found to function as intended. The root cause cannot be determined. (B)(4).